Event description:
Upon removing distraction screw from cervical 6 body, the tip (about 1.3cm) broke off into the cervical 6 body. The tip of the distraction screw was left in the cervical 6 body per surgeon. No adverse reactions.